Manufacturer narrative:
The investigation is pending. Actions will be implemented by the manufacturer as required. When the affected device has been received by the manufacturer, it can be determined what further investigations need to be conducted.

Event description:
As per a manufacturer incident report #(B)(4) we received from the factory in (B)(6): "circumstances of occurrence / description of events: loop broken in the uterus during use (electric arc??)". "Clinical consequences observed: foreign body in the uterine cavity". "Protective measures and actions taken: removal of the material in the uterine cavity. + antibiotic therapy".

Manufacturer narrative:
The concerned bipolar electrode was investigated by the manufacturer. The inspection of the product has shown that both neutral and working electrode are completely burned down. Furthermore, the metal rods are bent in multiple directions. Overall the device shows signs of mechanical overload and it can be concluded that this created a short circuit between the neutral- and the working electrode because they were bent together. The corresponding instruction manual for this product includes the following safety-relevant information: "warning: risk of injury: overloading the instrument by exerting too much force may cause the medical device to break, bend, and malfunction, and consequently injure the patient or user. Do not overload th einstruments. Do not bend bent instruments back to their original position." "Warning: the electrode must be checked before each use in order to verify that the configuration is correct. The electrode must never be bent back into shape by the user."